Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens (iol) approximately 2 months following the initial implantation procedure. The patient reported difficulty with glare. Additional information was requested and received indicating that the iol was replaced with an alternate iol without harm. The patient's symptoms have resolved.